Manufacturer narrative:
The affected devices were returned and evaluated. In analysis by our research department, the femoral head was visually inspected for damage and deformation. Damage was observed on the articulating surface in the form of two long marks. A smaller mark was observed on the distal portion of the head, near the taper region. This mark was most likely caused by a surgical tool during removal of the head during the reported revision. The r3 liner showed signs of damage to the articulating surface. This damage occurred in the form of thin scratches or marks. These could have been caused by particles in vivo articulating against the head and liner. The articulating surface of the femoral head was imaged using sem and an elemental analysis was performed using edxa. Peaks were observed corresponding to zirconium, titanium, aluminum, carbon, and oxygen. It was concluded that the marks on the femoral head were most likely caused by material transfer from the shell after the reported dislocation. They could also have been caused by surgical tools during removal of the components. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
Revision surgery was reported. Head/liner exchange 3 weeks post op.